Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that a patient had the catheter in for over 3 months. The access site was on the right upper arm and placement was done under ultrasound guidance. Today, during the daily maintenance of the catheter in the PICC outpatient department when infusing normal saline, it was found that the access site was extravasating. Later health professionals removed 5cm of the catheter from the body. Nurse reported that more serious infiltration was found at the 3cm mark (within the removed 5cm) at the access site on the catheter. The catheter was later removed. The infiltration occurred within the percutaneous part of the catheter but without tissue damage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leak in the groshong PICC was confirmed, and the cause is use related. It was reported that fluid was leaking from the percutaneous region of the catheter. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two piece connector had been assembled to the 4 fr groshong tubing. The catheter extended 42.3 cm from the distal end of the strain relief oversleeve. A microscopic examination of the groshong s/l catheter revealed a semi-circumferential breach 6.3 cm from the distal end of the strain relief oversleeve. The split was located between the 35 and 36 cm depth marks. Creases extended from the ends of the breach in the catheter, which indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to kinking, such as the antecubital fossa, which can eventually cause the tubing to split with repeated cycles of flexing/kinking. It was reported that the catheter was used for over 3 months. No defects related to the manufacturing process were noted on the complaint sample.